Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a visual map shift occurred. The caller stated that there were no errors displayed on the carto 3 system. There was no patient movement or cardioversion. The procedure continued using intracardiac echocardiography (ice). Additional information was received indicating the issue was discovered during pulse field ablation (pfa) as the ablation catheter was not lining up with veins. The shift appeared 5-6mm. The patient did not cough, there were no changes in patient¿s breathing before the map shift, no arm or head movement.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a visual map shift occurred. The caller stated that there were no errors displayed on the carto 3 system. There was no patient movement or cardioversion. The procedure continued using intracardiac echocardiography (ice). Device evaluation details: an investigation was initiated by the manufacturer to investigate the issue. The data was requested for investigation, but no data related to the issue was provided, as result, it was not possible to reproduce or analyze the issue. The root cause of the reported map shift issue was not determined. The complaint history of the system was reviewed, and no more similar problems were found since the issue occurred. The system is ready for use. The history of customer complaints reported during the last year associated with carto 3 system # (B)(4) was reviewed. There is one additional complaint that is similar to the reported issue. A manufacturing record evaluation was performed for the system # (B)(4), and no internal related to the reported complaint condition were identified. Correction: the g4. PMA/ 510(k) was inadvertently omitted from the 3500a initial medwatch report. It has now been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).